Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found an external insulation abrasion exposing the outer coil was noted in one location proximal to the suture tie impression. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2020-02977, 2017865-2020-03392.